Event description:
On 7/23/98, pt underwent surgery to repair sternal deformity. On 8/8/98 the pectus support bar slipped. On 8/12/98 surgery was performed to implant a stabilizer plate for add'l stabilization of the bar.